Event description:
A report was received that the patient's spinal cord stimulator was malfunctioning. The patient will undergo a revision procedure.

Event description:
A report was received that the patient's spinal cord stimulator was malfunctioning. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision due to lead migration and was doing well post-operatively. There was no device malfunction.